Event description:
It was reported that the hub of the bd maxguard¿ extension set was cracked and leaked before use on the patient. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: " I have 3 product concerns for you. 2 are on the same item me2020, lot # 2219152 ¿ one unable to prime set, one cracked hub. Neither reached patient , found during priming of sets. A. Unable to prime set: in month of march, exact date unknown. B. Cracked hub: in month of march, exact date unknown. Was any medication used with the products? If yes, what was the medication? For the one that the crack was found during priming no medication. For the other was morphine. Did any leakage occur in the incident with the cracked hub? Yes. Were there any concerns with the products before trying to use them? Not of cracking we had one that was unable to be flushed."

Manufacturer narrative:
Investigation summary: one sample (model #me2020, lot #22129152) was returned by the customer. It was reported by the customer that one set had a cracked hub. The set was examined for defects and abnormalities. A crack can be observed at the top connector which would attach to a syringe. The customer complaint can be verified. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. After investigation, the failure mode was not found to be related to the manufacturing process and the root cause could not be determined (unknown root cause). No corrective or preventive actions were defined because the potential root cause is not related to the manufacturing process. This failure could possibly be due to a use error. If any anti-septic or alcohol was used on the luer, those chemicals can make the luer material more brittle which can cause it to crack more easily with minimal force. A device history record review for model me2020 lot number 22129152 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the hub of the bd maxguard¿ extension set was cracked and leaked before use on the patient. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: " I have 3 product concerns for you. 2 are on the same item me2020, lot # 2219152 ¿ one unable to prime set, one cracked hub. Neither reached patient , found during priming of sets... A. Unable to prime set: in month of march, exact date unknown b. Cracked hub: in month of march, exact date unknown... Was any medication used with the products? If yes, what was the medication? For the one that the crack was found during priming no medication. For the other was morphine. Did any leakage occur in the incident with the cracked hub? Yes... Were there any concerns with the products before trying to use them? Not of cracking we had one that was unable to be flushed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.